Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's new battery is working fine. The battery change was on (B)(6) 2018. The patient also gave their new phone number. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller mentioned that the patient was not mobile. The caller also said that the patient's device had reached eri. They stated that they alleged dissatisfaction with the longevity of the ins. They stated that the current ins only lasted 2 years while their other device lasted 4 years. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the voltage increase for better hand and speech function were circumstances leading to the battery draining faster than expected. A battery change was scheduled for (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.